Event description:
It was reported that the patient's pump is alarming and the screen reads no disposable clamp tubing. The caller denies any air in the tubing. The caller was instructed to turn the pump off then back on and to start the pump after which the screen read run with residual volume 41.4 ml. The patient is scheduled to have the pump removed on thursday. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the complaint will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.